Event description:
Customer tested with freestyle flash meter and received a reading of 92mg/dl. Customer reported when at daughter's house, experiencing loss of consciousness. Customer reported being treated at a local hospital; exact treatment administered is unknown.

Manufacturer narrative:
Customer's product has been requested back for investigation. A follow-up report will be filed once an investigation is complete.